Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Corrected information in sections a5, b2, b7, e1, g1, h1, and h2.

Manufacturer narrative:
The date of patient death is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 2.5 for mechanical circulatory support. During support, the patient was bleeding around the foley and from the mouth. Pt occasionally have runs of vt with coughing , doctor repositioned. A gastrointestinal bleed was also identified. Heparin was discontinued. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.